Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed and all products were extracted as a result of infection. When closing the pocket, the patient went asystolic and CPR was performed. The patient did well and a temporary pacer was placed.